Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to button error alarm. It also had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that she was priming and couldn't get the insulin to stop coming out of the tubing, she received a max fill alarm and then a button error alarm. Blood glucose value was 162 mg/dl. The customer could not clear the alarm by pressing the act and esc buttons or by removing the battery. She stated that the device was not exposed to moisture and a button was not pressed for 3 minutes or longer. The device was returned for analysis.